Manufacturer narrative:
H.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the government agency that the consumer has used the contact lens care solution. Consumer claims that the product contains hydrogen peroxide, which was not clearly indicated on the front of the packaging resulted consumer assumed that the lens care solution was a normal solution and soaked the lenses overnight. After using the overnight soaked lenses consumer experienced corneal ulcer in both the eyes which required emergency treatment. The current status of the consumer¿s eyes are unknown at the time of this report. No additional information has been provided at this time of report.